Manufacturer narrative:
Device is currently undergoing engineering evaluation.

Event description:
A total knee arthroplasty was revised approximately two years post-operatively for pain. This revision occurred outside of the us in (B) (6).